Event description:
Device malfunction: poor wall apposition of stent. Time of device malfunction: during the procedure. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after the xact stent was placed, there was poor wall apposition of the xact stent and the vessel lumen was not fully open after deployment. Post-dilatation was performed, but this did not resolve the problem. A second xact stent was successfully deployed which assisted in apposing the stent to the vessel wall and further opening the lumen. Additionally, during the procedure, the pt experienced vision loss in the right eye secondary to hypotension and was treated with a neosynephrine infusion. The vision loss resolved the same day once the blood pressure increased. The pt was seen by a neurologist and reportedly the neurological issue was related to the hypotension. There were no further reported neurological issues. The neosynephrine drip was discontinued 2 days later, but the blood pressure remained labile. The pt was treated with both vasotec for hypertension and sudafed for hypotension. The pt remained in the hosp for monitoring of blood pressure and was discharge to home 5 days post procedure. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.